Event description:
It was reported that while performing a liver biopsy, the co-axial needle broke off while in the pt's liver. The pt had to be taken to surgery to remove the needle from the liver.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. Medwatch report received from the user facility. The device has not been returned to the manufacturer for eval, to date. The event is currently under investigation.